Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the product does not stick. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the device could not stick to the patient was inconclusive due to the sample condition. The product returned for evaluation was one universal 6-8.5fr statlock stabilization device. The protective liner had been removed completely from the device and was not returned for evaluation. One side of the tricot pad was bent over onto the other side of the pad. The adhesive on the pad was adhered to itself. Small amounts of black discoloration and small residual materials were seen on the sample. Tactile evaluation of the stabilization device confirmed that one side of the device was tacky. However, the adhesive felt weak in comparison to a non-complainant sample. Microscopic examination of the returned sample revealed the presence of adhesive on the tacky side of the tricot pad. The sections where the device had been adhered to itself were missing evidence of adhesive, likely the result of adhesive transfer when detaching the pad from itself. As the liner had been removed and was not present on the device, the adhesive as received from the manufacturer could not be evaluated. Therefore, this complaint will be considered inconclusive. Possible contributing factors of weakened adhesive on statlock devices could include the liner being removed or moved prior to use, improper skin preparation, repositioning or manipulation of the statlock, device, or chemical degradation of the adhesive. The IFU warns ¿do not use the statlock® device where loss of adherence could occur, such as with a confused patient, diaphoretic or nonadherent skin, or when the access device is not monitored daily.¿ and ¿avoid contact with alcohol or acetone, both can weaken bonding of components and the statlock® pad adherence.¿ the IFU also instructs, ¿prepare targeted statlock® stabilization device area using alcohol, to remove oil and moisture, and skin prep for skin protection and enhanced adhesion. Allow to dry completely as contact with alcohol can weaken bonding of components and pad adherence. Always connect statlock® stabilization device to catheter before adhering pad to skin.¿ a lot history review (lhr) of judqf443 showed no other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the product does not stick. No other information was provided.